Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm intermittently occurred with multiple cartridges while the customer was not outside of the labeled operating altitude range, causing the customer to experience an unspecified elevated blood glucose level. Customer administered a manual injection to address the elevated blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.